Manufacturer narrative:
The scope was returned to olympus for evaluation. A visual inspection on the scope was performed using an olympus boroscope and found green stain marks inside the instrument channel from the biopsy port side. The instrument channel also had dents from the biopsy port side and multiple kinks at 30cm from the distal end side. The scope failed leak testing due to a leak found in the air water nozzle. When removing the nozzle from the distal end and inserted an olympus telescope, a hole and tear marks were found inside the air water tube that likely caused the leak. The scope was serviced and returned to the user facility. Based on the device evaluation findings, the cause of the stains inside the biopsy channel and failed leak testing could be attributed to improper maintenance of the scope. The instruction manual states, ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically following regulations, guidelines, etc. Required of you. An endoscope with an observed irregularity should not be used, but should be inspected by. If the irregularity is still observed after inspection, contact olympus.¿

Event description:
Olympus was informed that after a routine colonoscopy procedure, the patient expired. The pre-existing conditions of the patient are unknown. To add, the user facility reported that the scope did not malfunction during the intended colonoscopy procedure and is not suspecting the scope to have caused or contributed to the patient¿s death; however, the user facility wanted the colonoscope to be inspected by olympus. The scope is pre-cleaned immediately after use as instructed in the instruction manual. The scope is also leak tested with an olympus leak tester. The user facility uses a non-olympus mediators automated endoscope reprocessor (aer) machine. No problems noted with the aer. The last olympus endoscopy support specialist (ess) reprocessing in-service was performed on (B)(6) 2017. No changes with the reprocessing staff since the last ess in-service. The scope is stored in a hanging cabinet.